Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 3:48pm, the lay-user/pt contacted lifescan (lfs) another country alleging that the one touch ultra meter is missing segments on the display. On two weeks earlier, the pt's home was flooded. The pt managed to savage her lfs meter after the meter was left on the rug and became water damaged. The pt continued to use the lfs meter without realizing that the meter was missing segments on the display. During this time the pt alleged that she obtained a glucose result that was higher than what it should have been (exact dates, times, and results unavailable). The pt took her insulin (15 unit of "humelody r") based on the alleged inaccurate high readings of either 15 or 16 mmol/l and developed symptoms that can be suggestive of hypoglycemic (shaky, dizzy, and sweating). The pt went to the clinic after supper that day and obtained a low blood glucose result (unspecified blood glucose numeric value). The pt was treated with juice and was sent home. The pt's diabetes medication regimen and testing frequency has not been recently changed. During troubleshooting, the customer care advocate verified that the segments were missing on the display and the reported issue was not resolved with training. This complaint is being reported because the pt alleges she took a higher dose of insulin based on a reading she interpreted to be elevated and later developed symptoms that can be suggestive of hyperglycemia. The pt claimed the meter display was water damaged and was missing display segments.